Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Power management tool confirms the unloaded voltage loaded voltage are within specs. However, power error found at the long trace history file. Device had intermittent non-sleep anomaly software error. Device received with cracked case corner of the belt clip rails near the battery compartment, missing display window corners, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device alarmed power error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.